Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the oev-261h monitor and auxillary monitor are black. The issue was found during preparation for use. The product will not be returned as the issue was resolved. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device; however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the medical facility resolved the issue to their own satisfaction, it is likely the issue was caused by incorrect installation or commissioning of the power supply unit when placing it within maj-1655 or incorrect installation of the monitor cabling. Olympus will continue to monitor field performance for this device.